Event description:
The user facility reported a patient was implanted with an impella 5.5 for mechanical circulatory support and approximately 12 days after start of support, the patient was noted in critical condition with various bleedings in the nasopharyngeal area. The physician paused anticoagulation. Additionally, there was sudden high purge pressure alarm triggered. The purge flow was 1.5 ml/h and purge pressure was 1070mmhg. Motor current was stable under performance level p-6 with 340/300ma. Two days later no improvement in the purge flow and purge pressure was noted, and palliative care was initiated due to the patient's poor prognosis. Following, the care was withdrawn, and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of high purge pressure and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Instructions for use: high purge pressure: impella 5.5 with smartassist: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ e4 should have been left blank on manufacturer device report 1220648-2024-25048. H10 instructions for use were inadvertently omitted from manufacturer device report 1220648-2024-25048.